Event description:
The customer experienced a random issue with vitamin b12 results for qc material for the last month. When the customer would notice the qc results were out of the acceptable range, they would repeat the previous five patient samples. Data was provided for two patient samples. Sample 1 initial result was 321 pg/ml and the repeat result was 1050 pg/ml. On (B)(6) 2014, sample 2 initial result was 398 pg/ml and the repeat result was 600 pg/ml. Both samples were repeated a second time and the results matched the repeat results. No specific data was provided. The initial results were reported outside the laboratory. The repeat results were believed to be correct. There was no adverse event. The vitamin b12 reagent lot number was 17696105 with an expiration date of 03/31/2015. The field service representative found the pinch tubing to be closed off. He replaced the pinch tubing and ran performance testing with good results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).